Manufacturer narrative:
Argus case ID:(B)(4).

Event description:
I drank some liquid. Liquid with diluted denture cleaner fluid [accidental device ingestion] case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received corega (corega (unspecified denture adhesive or denture cleanser) unknown (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started corega (unspecified denture adhesive or denture cleanser). On an unknown date, an unknown time after starting corega (unspecified denture adhesive or denture cleanser), the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with corega (unspecified denture adhesive or denture cleanser) was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to corega (unspecified denture adhesive or denture cleanser). This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: adverse event information was reported by a consumer via call center representative (phone) on 29mar2023. Consumer stated that, "good morning. Crazy thing happened. Instead of putting my denture into the cup, I drank the liquid. Liquid with diluted denture cleaner fluid. What shall I do now? I'm not going to see the doctor, I thought that you'd know at fq."